Event description:
The physician attempted a right jugular approach for vena cava filter placement within the ivc below the level of the renal veins and deployed the filter in the gonadal vein. The physician stated that there was only a short space between the renal vein and the gonadal vein. He then snared the filter and pulled it back into the ivc, but was unable to re-deploy the filter within the ivc. The physician then pulled the filter up to the jugular vein and sent the pt to the or for a surgical cut-down to remove the filter. A second filter was successfully placed. The pt remains stable and suffered no adverse effects from the procedure.